Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported an elevated blood glucose reading of 223 mg/dl and, when he attempted to bolus insulin, he received an e4 (occlusion) message on his infusion device. Troubleshooting was attempted but the patient declined. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.